Event description:
Orthopat machines have had intermittent problems. Recently, it has come to our attention that the issues are that the machine is not fully charging and when the staff uses the equipment, the lack of battery charge causes machine to turn off or not function properly. When biomeds test machine, they cannot always reproduce the problem. We discovered that the machine not only has to be plugged in but also turned off when it is in storage in order to charge fully. This is not intuitive as most staff think plugging in is enough. Also the on/off switch on the back is not clearly marked, so staff has a difficult time determining if the machine is off or not when they put it is storage.======================health professional's impression======================poor instructions on the need for plugging machine in and turning it off during storage in order to get a full charge.